Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two days following the implant procedure, the patient experienced twitching and diaphragmatic stimulation from the left ventricular (lv) lead. The device was reprogrammed to lower the lv output and the lead remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.